Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that insulin was not being delivered. The blood glucose was 250 mg/dl. The customer also stated that they had air bubbles in the in her reservoir tube. The customer was advised to run insulin through the tubing to see if it would exit. The customer was unable to complete troubleshooting because she was at work. No further information was reported.